Manufacturer narrative:
Analysis of production: (3331/4247)the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/4247) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/4247) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): the getinge authorized distributor field service engineer (fse) resolved the issue by reconnecting all connectors of the main board and both data sets. Additionally, hot air was imposed through the warmer and the board was cleaned. The unit was calibrated and found within limits. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if additional information is provided and upon completion of our investigation.

Event description:
It was reported that during a routine service visit by a getinge authorized distributor field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) display froze after working for 10-15 minutes, as well as alarming electrical test failure code # 35. There was no patient involvement, and no adverse event reported.